Event description:
Patient admitted due to high pump powers and weakness. Tee on (B)(6) 2012-no thrombus visualized. Echo on (B)(6) 2012-patient's pump speed manipulated. Speed changes had no effect on the lv dimensions or function. Thrombus or malfunction still suspected.